Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin infection cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is july 18, 2019.

Event description:
A 45-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On february 04, 2026, novocure received a medical record dated (B)(6) 2026, indicating that the patient experienced a skin infection of the right auricle and dermatitis, secondary to rubbing from the optune arrays. On (B)(6) 2025, it was noted that the patient had used doxycycline with symptom relief and had also applied topical hydrocortisone 1%. During the appointment on (B)(6) 2026, it was reported that the ear condition persisted and did not improve with the prescribed antibiotic therapy. The patient applied a triple antibiotic ointment, which reportedly provided some comfort. Multiple attempts were made to contact the prescribing physician; however, no response was received.